Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(4) 2019. It was reported that the account suspected pump thrombosis due to the value of lactate dehydrogenase (ldh), an increase of plasma free hemoglobin, hemoglobinuria, and intermittent dyspnea. The patient received a pump exchange on (B)(4) 2019, the account later confirmed that suture material was sucked into the pump and that the event was not due to pump thrombosis. The device will not be returning for evaluation. No further information was provided.

Manufacturer narrative:
Section d4, d6, d7, h4: additional information section d4 (UDI): correction investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed the report of suture material in the pump. The partial obstruction of the blood flow path by the observed suture material could have contributed to the report of increased ldh. In addition, the evaluation of the submitted system controller log files confirmed power elevations and the report of a low speed event; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files captured several transient elevations in power and flow from 11may2019 through 16may2019, reaching values up to 12.3 w and 12.0 lpm, respectively. These parameter elevations appeared to have been captured at the time of pi events. In addition, one transient low speed operation event was observed on 14may2019 at 11:42:08 am, associated with the pump speed decreasing to 7770 rpm, below the low speed limit of 8400 rpm. No low speed advisory or hazard alarms were observed at the time of this event. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned unattached from the pump¿s inlet port. The outflow graft was not returned. The outlet elbow was returned attached to the pump¿s outlet port. The device appeared to have been exposed to a fixative agent. Visual inspection of the inlet stator revealed a fixed, tan deposition in one of the stator vanes. The deposition did not reveal areas of denaturation or evidence of laminated layering. Further inspection of the deposition revealed small fibers, which appears consistent with the report of suture material being sucked into the pump. The origin of the deposition and the specific duration for which it was present within the pump could not be conclusively determined through this evaluation. No other developed depositions or thrombus formations were observed throughout the remainder of the blood-contacting surfaces. Visual inspection of the underlying wires of the returned portion of the driveline revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the returned segment of the driveline did not reveal any issues that would have contributed to the low speed event observed in the submitted log files. No further information was provided. The manufacturer is closing the file on this event.